Event description:
A pediatric patient was being seen by a nurse at the patient's home. The nurse attempted to use the spot lxi device to check the vitals on the patient. The spot lxi is used to take individual measurements of heart rate, temperature, blood pressure, and spo2, it is not used to continuously monitor a patient's vital signs. The device would not power up and could not be used. The patient was then sent to the hospital in another country. The child passed away later that night. We have no information to suggest that the failure of this device to power on may have caused or contributed to the patient's death, but we are reporting this event out of an abundance of caution.

Manufacturer narrative:
The manufacturer has requested the return of the device, and is awaiting its return for evaluation. A follow-up report will be submitted when the evaluation is complete.